Manufacturer narrative:
The pump was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt received a heart transplant on (B)(6) 2014. Prior to the transplant the pt was home and was listed as 1a status due to a chronic driveline infection (reference MFR. Report # 2916596-2014-01156).

Manufacturer narrative:
The evaluation of the lvad did not reveal a device related issue and the report of a driveline infection could not be confirmed. Examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead (lead) found it to be unremarkable. Electrical continuity testing of the lead did not reveal and discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.